Manufacturer narrative:
Additional information: a screw inconsistent with the iuniht drawing was returned for review. Visual inspection of the product has confirmed that the screw has fractured along the hex. The threads of the screw have not fractured. Debris remained stuck to both fractured components. The screw is likely a competitor screw, incorrectly reported as iuniht. Complaint investigation attempts to determine the identify/manufacturer of the screw were unsuccessful.

Event description:
The dentist reported a broken screw.